Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with tubing separation. It was stated ¿at time of insertion of this piv, when flushing the integrated intension tubing was not fully connected at point of entry.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review could not be performed as the lot number was not provided. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusions: the defect tubing defective/damaged; as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with tubing separation. It was stated ¿at time of insertion of this piv, when flushing the integrated intension tubing was not fully connected at point of entry.¿ there was no report of injury or further medical intervention.